Event description:
It was reported the pt's (united kingdom) ipg was explanted and replaced. The lead was attached to the new ipg and the lead contacts were invalid. Prior to the surgery the pt experienced effective stimulation therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.